Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following malfunctions were found during the device evaluation: slice on cable and failed leak test. Based on the results of the investigation, it is likely the malfunction was due to faulty charged coupled device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head kept saying no video. There were no reports of patient harm or user injury associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head kept saying no video. There were no reports of patient harm or user injury associated with this event.